Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 24 and 36 hours. Patient stated the cannula dislodged from the infusion site (arm); upon removal, the cannula also appeared bent. Fluid inside device was also observed.

Manufacturer narrative:
The returned device was evaluated and the device was received not deployed. Therefore, the cannula could not have dislodged from the infusion site or been bent/kinked since the cannula never deployed. No fluid was observed inside the device. A leak test was performed and no leakages were observed along the entire fluid path. Download data showed the device ran to an 0x21 alarm. No damages or defects were found that could contribute to this alarm. The cause of the alarm could not be determined.